Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that following procedure, the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with cystoscopy due to sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, dyspareunia and neuromuscular problems. On (B)(6) 2014 the patient underwent a sling removal, urethrolysis, urethrocele repair, cystoscopy and kelly plication due to foreign body in genitourinary trace, dyspareunia, pelvic pain, urge incontinence, urinary frequency and frequent uti¿s.